Event description:
On (B)(6) 2015, an aortic valve replacement (avr) was performed and a 21mm trifecta valve was implanted using non-everting mattress sutures with pledgets. Prior to implant of this valve, severe calcification was observed on the patient's native aortic annulus. On (B)(6) 2018, the valve was explanted due to severe aortic regurgitation which resulted in cardiac failure. Upon explant, a leaflet tear was observed. During the explant procedure, a leaflet also became torn/damaged at another site. A 17mm regent mechanical heart valve (model number: 17agfn-756, serial number: (B)(4)) was implanted as the replacement. The patient has been in stable condition postoperatively. The surgeon denied there was any factors such as accelerating the leaflet tear on the patient.

Manufacturer narrative:
The reported event of a leaflet tear was confirmed. Regurgitation was also reported. Morphological and histopathological examination revealed all three leaflets were torn at their base. The inner stent wall contained pannus formation, which did not encroach onto leaflet tissue. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown; however, information from the field indicated that a smaller, 17mm, valve was subsequently implanted. The medical history of the patient included "severe calcification" of the native annulus.